Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that patient with this right ventricular (rv) lead is having some symptoms. This right ventricular (rv) lead exhibited perforation. A scan was performed, and notes indicated that the lead placement is good but cannot tell where tip of the lead. Patient feels like there is a stuck in the chest. Boston scientific technical services (ts) referred patient to the physician. To date, this lead remains in service. No adverse patient effects were reported.